Event description:
A customer reported an unstable cable on the indirect laser. Additional information provided from the customer indicated that "they could only get the laser to 300 and had to push to get to 800" during a procedure. The case was completed without harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).